Event description:
It was reported that the clinician did not utilize the guardrails limits and programmed "inappropriate" does of amphotericin. The customer indicated there was no irreversible harm to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician did not utilize the guardrails limits and programmed "inappropriate" does of amphotericin. The customer indicated there was no irreversible harm to the patient.

Manufacturer narrative:
Correction : report source, report source other. Additional information : initial reporter phone #, imdrf annex a and g codes.